Event description:
Clinical narrative: a 62-year-old female with a history of cardiomyopathy, coronary artery disease, and prior CABG presented in cardiogenic shock (scai stage c) and was supported with an impella device. The initial impella was implanted via left femoral arterial percutaneous access on (B)(6) 2026 and later bridged to impella 5.5 on (B)(6) 2026 via right-sided surgical arterial access. During support with the impella 5.5, the patient was noted to be off anticoagulation due to bleeding complications and cytopenias. On (B)(6) 2026, progressively increasing purge pressures were observed, rising from 600 mmhg at 0700 to 900 mmhg at 0800, and exceeding 1000 mmhg upon assessment (maximum reported purge pressure 1087 mmhg with reduced purge flow of 1 ml/hr). Concurrent device parameters suggested elevated impella flow inconsistent with clinical expectations, raising concern for flow disturbance. Echocardiographic assessment suggested possible thrombus at the inlet. The clinical team was notified, and a decision was made by the treating physician to administer 2 mg tpa via the purge line as an off-label intervention. Due to continued concern for impaired device function, the impella was explanted on (B)(6) 2026. The patient remained critically ill and subsequently underwent withdrawal of care on (B)(6) 2026, after which the patient expired. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.